Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in ireland: "free flow." Customer information: "flow alarm. Reported as faulty. Care area: connolly. Issue occurred: (B)(6) 2022."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report 400579617. The attached history files were analysed. Based on the history files the error code "flow-alarm" could be found directly after starting the infusion. No other abnormalities were found in the history files. The complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.